Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device was surgically explanted due to a suspected premature battery depletion (pbd). Besides surgical intervention, no adverse patient effects were reported. The device is expected to be returned.